Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, at the end of cortical removal, the entire machine stopped responding and the screen went black. The light on the power button was still glowing orange, but the software had crashed and the machine was not responding to the foot pedal. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system. As a preventive measure, the host central processing unit (cpu) was replaced. Unrelated to the reported event, the sub arm assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on august 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).